Manufacturer narrative:
Other, other text: b5: additional information received on 10-nov-2022 via email and attached to complaint object: for the event outcome, no injury was reported, no medical intervention was needed and the product is expected to be returned to the manufacturer. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a chip on the front corner. There was evidence of the error recorded in the event history log. The reported problem was duplicated at power up. For corrective action the stepper motor was replaced. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device exhibited a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.